Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient came with an ambulance after a radiation therapy. The physician observed a significant drop of the battery longevity and a significant increase of the battery curve.

Event description:
Reportedly, the patient came with an ambulance after a radiation therapy. The physician observed a significant drop of the battery longevity and a significant increase of the battery curve.